Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: have any of the 15 patient events been previously reported to ethicon? No what solutions were used? Betadyne, irrigates with saline, and then injects exparel were 2 sutures used in each patient event? No, only 1 suture was used in each patient event. The doctor uses sxpp1a205 and this is the suture that the doctor is experiencing breakage and unravelling. What was done to repair the capsule tear and rupture? Reoperation and stratafix suture was used. Please provide additional details regarding post op infections - the doctor has a chart of the events which may be available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of the index surgical procedure. The diagnosis and indication for the index surgical procedure. What date did the patient present with dehiscence (# of post-op days)? Did the patient experience infection? If yes, were cultures performed? Results? Other relevant history/concomitant medications. Lot number. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Note: events reported via medwatch 2210968-2019-83197, 2210968-2019-83198, 2210968-2019-83199, 2210968-2019-83200, 2210968-2019-83201, 2210968-2019-83206; 2210968-2019-83207; 2210968-2019-83208; 2210968-2019-83209, 2210968-2019-83211, 2210968-2019-83212, 2210968-2019-83213, 2210968-2019-83214, 2210968-2019-83215, 2210968-2019-83216.

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date and a barbed suture was used for deep knee capsule closure. Post-operatively, the suture was unravelling and then breakage of the suture has been noticed above and medial to the patella. The suture breakage was reported on the suture more medial toward the tab end. The knee incision was tearing on the lateral portion. The patient underwent reoperation with another like device to repair the capsule tear and rupture. The current patient status was reported as unknown. The surgeon opines that possible factors contributing to this type of patient event are that patients are going home faster and more intense rehab. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: this patient underwent primary left tka on (B)(6) 2016. Second surgical procedure was performed on (B)(6) 2017. The patient experienced infection. Additional b5 narrative: the barbed suture was used for deep knee capsule closure starting with tab at the top of the quadriceps tendon with a straight line above the patella to distal, using a figure 8 technique to fixate the tab. Then at the end, two throws back were performed below the patella. The surgeon irrigated with saline, and then injected exparel after closure, before the implant into the posterior capsule, quadriceps tendon and proximally. The area was irrigated with saline, the implant placed, and site closed. The patient presented under 4 wks post op with skin healed, patella at the side, quad tendon torn with strands of suture noted broken. The patient presented with scar tissue, other patient factors; post more intense rehab. Suture breakage was reported on the suture more medial toward the tab end, above the patella. Reported level of the quadriceps tendon meets medial aspect of the patella.